Event description:
On (B)(6) 2025, the patient underwent a thrombectomy procedure using an indigo system lightning flash aspiration tubing (flash tubing), an indigo system flash aspiration catheter (flash catheter) and a neuron select catheter 6f (6f select). It should be noted that the patient was anemic with a low body mass index (bmi) and the patient¿s pre-procedure heart rate was 101 beats per minute (bpm). It was also reported that on 9-dec-2025, the patient¿s hemoglobin level was 124 g/l and baseline heart rate was 61 bpm. The patient had a blood loss of 510ml during the procedure. There were no reported procedural complications. Post-procedure, the patient¿s hemoglobin began to decrease, reaching 72g/dl on (B)(6) 2025 and the heart rate was 107 bpm. Due to ongoing tachycardia, a red blood cell transfusion was performed on (B)(6) 2025. The patient¿s hemoglobin subsequently stabilized and returned to normal. The event is considered resolved. The anemia was reported to be a serious adverse event with a probable relationship with the indigo aspiration system and a probable relationship with the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.